Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are: 1016427-2016-00027 and 9616099-2016-00532.

Event description:
As reported, during a peripheral interventional procedure, the physician used a 120 cm. Outback elite re-entry catheter. The cannula/needle of the outback elite catheter was unable to be retracted and the stabilizer support guidewire used sheared off. The distal tip of the guidewire was left in the patient. The patient will return back to the hospital/theater later in the week. Also during the same procedure, a 150 cm. Sleek otw 4.0 x 10 balloon catheter burst. The products will be returned for inspection. Additional information has been requested. Per the affiliate- there is no further follow up information available.